Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The lead was replaced with an active fixation lead. The rv lead is no longer in service and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.